Manufacturer narrative:
Complaint no: cmplnt-(B)(4). . (B)(6). (B)(4). The device was evaluated and the iipv event was confirmed through the review of the event history logs. It was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 at 19:56:32. During night drain cycle one, the patient's ultrafiltration reading was 644ml, indicating the patient drained 644ml more than their maximum programmed fill volume of 1000ml. No additional information is available.